Event description:
The patient reported blood glucose results of '106 and 50 mg/dl' with a lifescan meter and '50 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k073231.